Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed although the motor sounds rough. The motor along with several other internal components have been replaced as precautionary. The device has been successfully tested according to specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the motor of the handpiece was not always working and starts suddenly by itself during the procedure. There was no delay to the procedure as a result of this event. There was no patient or staff impact.